Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: overweight, crease fold and opening. A microscopic analysis was performed which identified a striated opening in the radius consistent in the use of some surgical tool. Based on the device analysis the final assessment is: a striated opening on radius side due to surgical damage. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was "pain" and "thermal". This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side pain, deformation, and "thermal". The device has been explanted.